Event description:
It was reported that patient experienced pain at the ipg site. Surgical intervention occurred on (B)(6) 2024 to explant and replace the device. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.